Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The patient stated the sensor would not pair because the transmitter had failed. She stated that because of this she did not get an alert or hear an alert for a low blood glucose (bg). Another resident at her home checked the patient¿s bg and it was in the 20s mg/dl. No symptoms were provided. An ambulance was called, and paramedics treated the patient with an unspecified intravenous (IV) therapy until her bg stabilized. She was not treated any further and was not taken to the hospital. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). D1: brand name - correction. D2: type of the device - correction. D4: model number - correction. D4: catalog number - correction. D4: expiration date - correction to remove. D4: UDI number - correction. G5: premarket identification - correction. H4: manufacturing date - correction.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to remove the following statement from the follow up MDR as it was documented in error " a review of the share logs was performed and transmitter failed error was not found within the investigation window." H2: correction.

Event description:
Subsequent to the follow up 1 MDR, a correction has been made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Pairing testing was performed and passed. A bin file analysis was performed and passed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.